Event description:
Event description: boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of fine ventricular fibrillation (vf). Review of the electrogram revealed that at onset, the patient was in ventricular tachycardia (vt) at a rate lower than the detection rate. The device had been programmed to a single vf zone at 180 bpm. At the point of detection being met, the vf became very fine and there was some undersensing noted because of the fine nature of the rhythm, even though the device sensitivity was set at most. There was loss of capture reported, probably due to the patient's severely ischemic heart tissue.

Manufacturer narrative:
H6 - not returned. Event conclusion: a boston scientific sales representative was called by the physician to turn the device off. Shortly thereafter, the patient died. No additional information is available. If more information becomes available, the event will be reopened.